Manufacturer narrative:
H2) additional information in sections a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the procedure was a thoracolumbar procedure.

Manufacturer narrative:
A1-a4: patient information is unavailable. H3, h6: a medtronic representative went to the site to perform a system check out and they found that they were unable to reproduce the complaint. The system functions as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that there was inaccuracy. There was no patient involvement reported. Additional information was received. It was reported that the procedure performed was to address kyphoscoliosis. The patient did not experience any symptoms and there was no surgical delay time. The case was completed freehand and the amount of inaccuracy was claimed to be 1 centimeter (cm).